Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part numbers and lot numbers were not reported, and the devices were not returned. It was reported that the smc devices were used in a procedure utilizing a large bore sheath. It should be noted that the prostyle instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the IFU violation contributed to the reported difficulties. Based on the case information, a conclusive cause for the reported patient effects pseudoaneurysm, hemorrhage, thrombosis, and dissection, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention is likely related to the case circumstances. The reported patient effects of pseudoaneurysm, hemorrhage, thrombosis, and dissection are listed in the perclose prostyle IFU as potential adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event: estimated. D4: the UDI is not known as the part and lot number were not provided. H6: medical device problem code 1494 clarifier: indication for use. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number. Attachment: article titled, "safety and effectiveness of single prostyle¿/proglide¿ for aortic endovascular procedures: single-style study."

Event description:
This study compared the results of multiple endovascular aneurysm repair (evar) procedures using proglide and prostyle devices. The intention of this study was to determine the safety and efficacy of using one prostyle or proglide device to close large bore access sites up to 16f in the common femoral artery. The rate of vascular complications were extremely low; however for proglide and prostyle, included the following: bleeding, pseudoaneurysm, thrombosis, and dissection requiring the use of manual compression and surgery. The article concluded that the use of one proglide or prostyle can be a safe and effective method to close a large bore access site in the common femoral artery up to 16f. Specific patient information is documented as unknown. Details are listed in the attached article, "safety and effectiveness of single prostyle¿/proglide¿ for aortic endovascular procedures: single-style study."